Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that her husband experienced high blood glucose. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's spouse stated that the insulin pump was having a battery issue and needed to change battery. The customer's spouse stated that the insulin pump was not delivering insulin. The customer's spouse stated that they were using manual injections. The customer's spouse was not able to troubleshoot due to not having the insulin pump at the time of call. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.